Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas taqman instrument. A donor sample tested in january in both pooled and individual formats was positive for hepatitis b virus (hbv). The same sample was tested again in may and yielded a negative result. In june, the sample was tested once more and yielded a positive result. Another donor sample tested in january in both pooled and individual formats was positive for hepatitis c virus (hcv). Repeat testing of this sample in may and june yielded negative results. The blood bank used these positive samples as internal controls instead of an external confirmatory control as part of their workflow.

Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6). The investigation could not be conducted as no information, data, or lot details were provided due to access limitations associated with a new tool migration. Potential causes for the discrepant results include issues with sample handling, contamination, or low-level virus presence near the limit of detection. However, these could not be confirmed due to the lack of available data. A definitive cause for the reported event could not be determined. The customer was advised to escalate a new case with relevant data once access issues are resolved to enable further investigation.